Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax and a chest tube was placed right after the procedure. The intuitive surgical, inc. Endoluminal sales representative (esr) was informed that they had to place a chest tube to help ease the air to the patient. The esr was unsure of the time frame when the pneumothorax started to develop. Multiple follow-up attempts to obtain additional information were made; however, no further details have been received.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: it was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement.